Manufacturer narrative:
(B)(4) date sent: 3/16/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one ecr60d reload loaded in the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, device wouldn't open. No patient harm.